Manufacturer narrative:
(B)(4). Aortic excluder iliac branch endoprostheses (ibe); gore® 12 fr dryseal flex introducer sheath; guidewires (unknown manufacturers); non-gore access catheters (manufacturers unknown). Review of device manufacturing record history confirmed device met pre-release specifications. Device remains implanted; therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2017, a patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm. As reported, the patient had a tortuous anatomy, with the right internal iliac artery measuring less than 6mm in diameter and evidence of calcification at the ostium of the artery. An up-and-over access was established. During advancement of a device, the guide wires had wrapped around the delivery catheter, preventing a successful advancement of device. Intra-operative imaging showed a dissection at the bifurcation of the right internal and common iliac arteries. This dissection/tear resulted in a ¿flap¿ covering the ostium of the internal iliac artery. After several failed attempts to advance a device, the delivery catheter was withdrawn from the patient. A 10x5 gore® viabahn® endoprosthesis was then advanced and implanted into the right internal iliac artery. An aortic component was placed and bridged with an internal iliac component with no issues. The procedure continued with additional devices being implanted in the patient¿s left leg. Intra-operative imaging in the right leg revealed the aortic components and the viabahn endoprosthesis had fully occluded with thrombus. The cause of the occlusion is unknown. The physician stated the dissection possibly caused or contributed to the thrombotic event. A contralateral leg component was implanted, extending distally from the bifurcation of the internal iliac component into the external iliac artery resulting in the intentional coverage of the right internal iliac artery. The final angiography showed good perfusion bilaterally to the distal extremities. The patient tolerated the procedure.